Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had a return of pain, and new pain unrelated to baseline. During a system check conducted, impedances (740 and 760) were noted on electrodes 6 and 9. The patient had required device reprogramming prior to the fall, and two new stimulation groups were provided during the visit. By the end of the visit, the patient reported improved comfort and no additional concerns. The manufacturer representative (rep) indicated they would send any further information as they become aware.